Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator noticed blood leaking from the cartridge. The operator terminated treatment without rinseback, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The returned cartridge was inspected. A small leak was found at a bonded segment of the tubing. The failed bond segment was due to insufficient overlap of tubing and insufficient solvent application which created a weakend bond joint. Most likely the weakened bond joint developed the small leak over time from exposure to sustained pressures during the treatment. Cartridges are 100% leak tested during mfg process. This appears to be an isolaed event. The user's guide was reviewed and indicates that the co system one may not sense slow fluid leaks or blood leaks, and to visually inspect the system periodically for evidence of leaks co reviewed the reported blood loss with the patient's facility and will continue to monitor as part of the routine complaint process.